Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Event description:
Patient reported right side rupture and concerns with the product. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and concerns with the product. The device remains implanted.